Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited post-paced t wave oversensing. No interventions were performed. The patient's condition was unknown.

Event description:
Additional information received noted that the post-paced t wave oversensing reoccurred. No interventions were performed.

Event description:
Additional information noted that an event of post-paced t wave oversensing reoccurred. Programming changes were made. Patient condition was stable.